Event description:
The customer reported that following a ptca procedure on 4/30/99, a size 1 vasoseal collagen plug was deployed in the patient. Some oozing was noted from the site and a femostop was applied. The physician heard a bruit on may 1, 1999 and ordered an ultrasound, which revealed a small pseudoaneurysm and an a-v fistula. Compression was applied. Another ultrasound was perfomred on may 3, 1999 which revealed no pseudoaneurysm, but still revealed the a-v fistula. No further complications were reported.